Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as faulty buffer valves and chloride electrode. The fse replaced the buffer valves and chloride electrode to resolve the issue. (B)(6).

Event description:
Customer reported the generation of erroneous high sodium (na) and chloride (cl) results on their au5800 chemistry analyzer. The erroneous results were not reported out of the laboratory. There was no reports of medical intervention or change / adjustment to patient treatment associated with this event.